Manufacturer narrative:
(B)(4). There was no alleged device malfunction. The complaint states that the patient experienced a hypoglycemic event on (B)(6) 2015, resulting in loss of consciousness. It should be noted that diabetes mellitus is a known cause of hypoglycemia resulting in loss of consciousness.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report a hypoglycemic event that occurred on (B)(6) 2015, resulting in loss of consciousness. Patient's mother reported dexcom receiver alerted her of the low. Patient's mother reported finger stick blood glucose (bg) level of 55mg/dl, at the time of the event. Patient's mother called 911. Paramedics arrived, woke the patient up, and gave the patient apple juice. Patient was transported to the hospital via ambulance. Upon arrival, patient's (bg) level was reported to be 88mg/dl. Patient's mother reported that emergency room physician adjusted the patient's insulin dosage accordingly. At the time of contact, patient's mother stated that she was extremely happy with the dexcom system, and without it she might have lost her son. Additionally, patient's mother reported that her son was doing very good. No additional event or patient information is available.